Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotic(s) (dosage, route, and frequency not reported) and was reported to have recovered from the peritonitis. The patient¿s pd catheter was removed on an unknown date and pd therapy was discontinued. Additional information was requested but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13j22017, h14b18010, h13j04064, h13k04070 and h14b28035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was prescribed multiple product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name, manufacturer, and 510k number which have been provided. Should additional relevant information become available, a supplemental report will be submitted.